Manufacturer narrative:
Review of device history records show the lot released with no recorded anomaly or deviation. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Report two of six for the same event; see also 0001032347-2016-00056, 0001032347-2016-00082 through 0001032347-2016-00085.

Event description:
The sales associated reported a revision due to heterotopic bone growth. The implants were removed and replaced with new implants.